Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Analysis of use history there is no record of the schedule reported by the user on (B)(6) 2023. In the entire history of use, there is no record of programming the volume of 520ml and the flow rate of 540ml/h. The last schedule recorded in history between the (B)(6) was a volume of 1000ml and a flow of 333.3ml/h. There was a flow change of 535.7ml/h. The infusion started at 12:44:34 and concluded at 15:16:16, the total volume infused was 1052.32ml, compatible with the user's programming and actions. The last schedule recorded in the history was on (B)(6) 2023. The user programmed a volume of 100ml and a flow rate of 600ml/h. The infusion started at 17:12:25 and concluded at 17:32:01. The total volume infused was 313.04ml considering that the initial volume was 213.04ml, the infusion occurred according to the programming made by the user. Note 01: administration rate accuracy set ±5.0% in accordance with iec/en60601-2-24. Note 02: to measure the volume, a 1000ml graduated glass cylinder was used, code tec-329443, certificate nº 1430/2022. Note 03: to measure time, a ki0057 digital chronometer was used, calibration validity: (B)(6) 2024. Visual analysis equipment appears normal as used. Conclusion the schedule for the day of the incident reported by the user was not found. Analysis of usage history found no evidence of an infusion error on the day reported by the user. When analyzing the last programming conducted by the user after the date of the occurrence, no evidence of an infusion error was found. The result of the functional test showed that the equipment is working correctly and precisely in accordance with its technical specification. Unconfirmed technical complaint.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
As reported by the user facility information by bbm sales organization in brazil: "faulty function / operating unit" according to the customer: " during medication infusion, the equipment failed infusing the total medication."